Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the transformer for the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. The transformer was returned to the manufacturer for analysis. The transformer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a planned maintenance (pm), the isolation transformer for the navigation system was not operating as designed. Once bypassed, the navigation system functioned as designed. There was no patient present when this issue was identified. No additional information was provided.